Event description:
Customer reported the unit shuts self down and has multiple error code messages of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed.the unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Updated.